Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to both leads migrating. X-rays confirmed the migration. Surgical intervention may take place at a later date.